Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with an infection between the device and the abdominal wall at an unspecified time following laparoscopic incisional hernia repair. Surgical drains were placed and the pt administered IV antibiotics. The infection is reported as resolved.